Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). As the lot number was unknown, a batch review could not be performed. Upon evaluation of the device, the cause of the event could not be determined. It was suspect that the cause of the deformation in the uv flash spike was due to a mis-spike by the patient. Should additional relevant information become available, a follow up MDR will be submitted.

Event description:
It was reported that a mis-spike occurred during connection by the clean flash with the y-set. There was patient involvement; however, there was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). Visual inspection of the device confirmed the issue as the spike was observed to be bent. Leak testing, a clear passage test and clamp function test were performed was with no issues noted. Sample was confirmed for the reported problem. Upon completion of this evaluation, should additional relevant information become available, a supplemental report will be submitted.